Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-00381 & 3006705815-2017-00382. Follow up identified the patient was doing well and the patient reported no pocket stimulation since the revison of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 3006705815-2017-00381 & 3006705815-2017-00382. Follow up identified one of the patient's leads was wrapped around the ipg. Additional follow up identified the leads and ipg were replaced.